Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had high thresholds and no capture. The physician programmed higher outputs. The lead is still in use. No patient complications have been reported as a result of this event.